Manufacturer narrative:
Additional info d4: lot#: l0909008, expiration date: 10/31/2012. Under investigation, follow up report with eval codes will be provided.

Event description:
It was reported that a pt who had undergone a chest wall reconstruction for tumor resection had delayed wound healing. A revision surgery removed the plates and cleaned and debrided the surgical site.